Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a significant deviation in the flow rate during testing. Test results showed the delivery rate was approximately 20% too low. The test was carried out with several pumps and with several new sets of these two items and each time it showed this deviation. The test was performed with 30 ml distilled water and the fluke ida-6 device. Per reporter, through troubleshooting, it can be assumed that the problem is not with the pumps, but with the disposable. There was no patient involvement and no human harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number. One sample was returned for evaluation; no pictures were provided. Visual inspection detected that the filter presented damage since the air filter vent was perforated. Functional testing could not be performed due to the damaged return filter resulting in leakage and delivery accuracy test could not be performed. The reported issue could not be confirmed since the functional test could not be performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.